Event description:
It was reported that the patient had recurring intermittent low flow alarms during the initial implant procedure. This was determined to be due to hemodynamic instability. The patient's doctor requested that both of the patient's controllers be upgraded to the low flow software. The software upgrade was performed without incident.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms were confirmed by an abbott representative. The alarms were reported to be caused by hemodynamic instability. A direct correlation between the device and this event could not be conclusively established through this evaluation. A low flow software adjustment was requested and successfully performed on (B)(6) 2022. Multiple attempts were made to obtain additional information from the customer regarding the event, including any available log files; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists all adverse events which may be associated with the use of heartmate 3 lvas and provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will occur when the estimated pump flow is below the low flow limit and explains that changes in patient conditions can result in low flow. The IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists all adverse events which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. In addition, the heartmate 3 2.0 lpm low flow alarm guide for patients and caregivers and for clinicians both address various system controller alarms as well as how to respond to each of them. No further information was provided. The manufacturer is closing the file on this event.